Event description:
A ventilator was returned to the manufacturer for allegedly having a blank screen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's display board was replaced to address the issue.